Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m122668 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/lot m122668 and test, test base part number 190-430 / lot: m122668. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m122668 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to the specific patient samples and the use of viral transport media. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Reference MFR. Report: 1221359-2021-00401, 1221359-2021-00414, 1221359-2021-00415.

Event description:
The customer reported 4 false positive results with ID now covid-19 assay. This report addresses 2 of 4. The customer reported a false positive test result with testing of idnow covid-19 test assay using nasopharyngeal remel m4 rt swabs performed on (B)(6) 2020. Repeat testing was performed with negative results. Confirmatory testing was performed using abbott alinity m which generated negative results (CT results not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. The patient was not symptomatic. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Per code (B)(4) scr reve.0 point 1, due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.